Manufacturer narrative:
(B)(4). Investigation completed and meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 70 to 78 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. On (B)(6) 2016 at 10:00pm, a back to back blood test was performed by the customer fasting and produced test results of 129 mg/dl and 150 mg/dl. The customer no longer has the vial of strips, since all of the strips have been tested. Test strip lot# not provided. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.